Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that prior to implant, the scrub technician extended the helix per normal protocol. However, the helix would not retract after numerous attempts by both the scrub technician and physician. The lead was not used and was replaced. There was no apparent patient involvement.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.